Event description:
It was reported that patient's inflatable penile prosthesis pump worked well for 12-15 months and then suddenly had a collapsed bulb. The patient had the inflatable penile prosthesis pump revised.